Manufacturer narrative:
(B)(6). Additional device product code: hwc. (B)(4). Expiration date is jan 2023. Exact date is unknown. Exact date of implant is unknown. Reported as eleven (11) months prior to explant date of (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. (B)(4). Device history records review was completed for part# 456.357, lot# 7622527s. Manufacturing location: (B)(4), release to warehouse date: mar 10, 2014, expiry date: jan 2023. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a trochanteric fixation nail (tfn) revision procedure after the patient fell and x-rays revealed a broken nail. During the revision procedure, one (1) broken nail, one (1) intact helical blade and one (1) intact locking screw were removed without difficulty. There were no fragments left in the patient. The patient was revised to a larger diameter nail. The procedure was completed successfully with no surgical delay and the patient condition was reported as stable. Concomitant devices reported: blade (part #: unknown, lot # unknown, quantity: 1), distal locking mechanism (part # unknown, lot # unknown, quantity: 1). This report is for one (1) mirs locking cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
UDI# (B)(4) ¿ expiration date is jan 2023. Exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.